Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-october-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the incubator rotor. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective incubator rotor.

Event description:
On (B)(6) 2016, a customer reported a pickup failure with the aia-600ii analyzer. Technical support advised the customer to clean the pickup and the incubator but the pinchers were not closing around the cup. The failure persisted. The customer is unable to run bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.